Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 655 mg/dl at the time of incident. Customer stated infusion set was not working and need to rush hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary - correction(s) requested by medical safety: the inserter was not working (not the infusion set). Removed rfr ga40 (infusion set) and rfr ea04 (reservoir) (not alleged).